Event description:
Patient used clear care cleaning and disinfecting solution for contacts directly in the eye. The bottle is clearly labeled not to be directly used in the eye. Patient presented to the ed with eye pain, burning, redness, swelling and foreign body sensation. Route: ophthalmic.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 394 mg/dl, 436 mg/dl and 191 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.